Manufacturer narrative:
On 05/12/2016, a medtronic representative, following-up at the site, reported the surgeon was using an older style disc-shaped patient tracker and had attached the tracker using "one band-aid" to hold it on the mastoid. The tracker fell off and the surgeon proceeded to finish the procedure without navigation. They were in the navigate task when the reported behavior occurred. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged their patient tracker moved during surgery and they "lost navigation." No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was 5-10 minutes. Issue resolution confirmed. There was no impact on patient outcome.